Event description:
It was reported that during procedure thyroidectomy when the doctor used the probe to detect the nerve, found that the stim returned show 0ma. The doctor tried to reconnect the probe but useless. Finally, the doctor changed a new probe and the new probe could function normally. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.